Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd ultra-fine¿ short pen needles 8mm x 31g (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: wife of consumer reported when removed the paper tab from non patient end, and goes to place pen needle on husbands pen, the needle hub falls out of the outer cover before being placed on pen. Found 26 pen needles from this box. Discard.